Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, the patient reported tightness and pain over the device site. Additional information from the patient's health care provider (hcp) showed the patient's device pocket was revised on (B)(6) 2009. The patient outcome was reported as "no injury."